Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process for the following conditions: enclosure. Upon evaluation of the device, it is recommended the active exhalation control module be replaced. The customer does not want any repairs done to the unit at this time.